Event description:
Hcp reported pt is hospitalized after pump refill 2 days ago. The pt began experiencing symptoms of possible stroke about 40 hrs after refill, MRI scan was ordered. Doctor suspects possible drug compounding issue with compounded baclofen 500 mcg/ml at 133 mdg/day dose. Drug concentration was not changed at refill. No bolus or errors noted on programming. Hcp will send sample of drug to lab. Hcp will remove compounded drug in pump and refill will new drug.